Event description:
It was reported that the radio frequency (rf) head had a broken cord. The head was returned and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the cable was cut.